Manufacturer narrative:
The insulin pump passed the displacement, rewind, basic occlusion, prime and excessive no delivery tests. No excessive no delivery alarm was noted. No cosmetic damage was noted.

Event description:
Customer reported constantly receiving a no delivery alarm on the insulin pump. Customer stated they have tried all troubleshooting and nothing has resolved the issue. Customer's blood glucose reading at the time of the call was 40 mg/dl and has not treated. Customer was advised to revert to a back up plan. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.